Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. During repositioning there was difficulty releasing the helix and the lead kept dislodging. A new lead was implanted. The lead will not be returned. No adverse patient effects were reported.